Event description:
The device was used during a lavh procedure. Reportedly, the staples did not form properly and there was bleeding. The surgeon controlled the bleeding by cautery. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/21/1998-supplemental report # submitted to FDA.